Event description:
Information was received from a patient whose pump was implanted for spinal pain and failed back surgery syndrome. The patient indicated that the pump was removed in (B)(6) 2012. The device was leaking morphine and patient was not sure if this was the reason why it was removed, however the patient does not have the pump implanted. The catheter remained implanted in his body. There were no symptoms mentioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.